Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a use error, including improper surgical technique associated with the device. The complaint allegation was not confirmed. No evidence of that failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11-dec-2025, a sales representative reported via email that three ar-3636 knotless 1.8 fibertak anchors experienced an issue during use. The anchors developed tangled shuttle sutures after the repair suture was converted. A knot subsequently traveled into the suture-locking mechanism, preventing the surgeon from tightening further. The team proceeded with an ar-3636 fibertak containing the white/black shuttle suture, and the issue did not recur. This was discovered during a labral repair procedure on (B)(6) 2025. Additional information was received on 18-dec-2025: the issue occurred intraoperatively, resulting in the removal of three ar-3636 knotless 1.8 fibertak anchors and associated sutures from the patient. There was no surgical delay, and no additional anesthesia was required.